Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient needed revision due to head separation from stem

Manufacturer narrative:
An event regarding disassociation and wear involving an lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed through visual inspection of the device, whereby trunnionosis was identified. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 19 feb 2019. This inspection indicated: the articulating and distal surfaces of the head. Damage was observed on the distal rim of the head, consistent with contact against the stem. The taper of the head is shown with damage being observed. This damage was likely from the interaction between the head taper and the trunnion. A detailed image of the proximal end of the taper, with a step being observed. Additionally, debris was observed on the proximal end of the head. A sample of the debris was placed on a sem stub for further analysis. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Conclusion damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and samples of debris were consistent with a corrosion product, stem base alloy and biological material. Scratching was observed on the insert, which is a common damage mode of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review- unable to confirm event; need revision operative report, additional serial dated x-rays, -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Corrective action the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient needed revision due to head separation from stem.